Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 for positive blood cultures for group strep b oralis with unknown origin. Additional information was requested but not provided.

Event description:
It was reported that the positive blood cultures from (B)(6) 2018 were of unknown etiology.

Manufacturer narrative:
Section h6: the method, results, and conclusions codes in the previously submitted MDR were inadvertently left blank. Section e2: correction. Section b5, e3: additional information.